Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had could not start and signal was not found as well as he noticed that electrode was missing. Customer's blood glucose was unknown. Sensor will not be returned for analysis.